Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0206411v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported the patient had their implantable neurostimulator (ins) explanted due to an infection at the ins site. On (B)(6) 2015, the manufacturing representative heard from the patient's daughter and the patient was not doing well. The inss had not been replaced and only the leads were left implanted. The patient's indication for use is dystonia and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 3387-40, lot# j0206411v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0206411v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension.

Event description:
Additional information received from the manufacturing representative reported that the ins and partial extension was removed on (B)(6) 2015. A new extension and ins were implanted on (B)(6) 2015. All impedances showed no problems and therapy was restored post-operatively, 80% amplitude of the prior settings. The infection had been resolved.